Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell one. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was determined that the hp left a clamp open on an unused line. The technical service representative (tsr) explained the alarm to the hp's nurse and advised them to start over with all new supplies. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The hp had left a clamp open on an unused line, which is a known cause of this issue. Per the homechoice and homechoice pro apd systems patient at-home guide, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.